Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc). The company representative evaluated the device and consulted technical services (ts). An atrial threshold test was performed in aai mode. Ts noted that atrial activity suggestive of p waves was observed following atrial pacing; however, additional atrial activity was also noted after ventricular sensed events. Ts could not determine whether this activity represented premature atrial contractions (pacs) or intrinsic sinus p waves, and it was suspected to be consistent with atrial ectopy. This device remains in service. No adverse patient effects were reported.